Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to inspect and clean various parts of the pump and assisted in filling and loading a new cartridge, but the caller was unable to successfully load the cartridge onto the pump. The customer reverted to manual injections for insulin therapy.